Event description:
Abbott/safe set used on arterial line malfunctioned. 500cc of normal saline with 1000 units of heparin infused over unknown period of time. Arterial line clotted off and fluids suddenly stopped. Weight gain increase.